Manufacturer narrative:
Calibration data, control data, pre-analytics information, and the alarm trace did not show any signs of a hardware issue. No further issues were observed by the customer. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with bilt3 bilirubin total gen.3 and crpl3 c-reactive protein gen.3 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a total bilirubin value of 0.2 umol/l and it repeated as 119.6 umol/l. The sample initially resulted in a crp value of 0.05 mg/l and it repeated as 45.56 mg/l. The total bilirubin reagent lot number was 633564 and the crp reagent lot number was 65339001. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
Na.